Manufacturer narrative:
The device was received with currents in specification. The insulin pump was unable to prime during the prime/force sensor system test, due to protruded/loose drive support disk.the insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for an unknown reason. Failure analysis was performed.